Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and a33 alarm during prime/a33 test due to detached end cap. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm after changing out the insulin pump's insulin. The customer stated that she changed the battery, rewound the insulin pump, placed the reservoir in and then the insulin pump was working fine. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.